Event description:
The dealer alleges, the brakes are too close to the wheel causing the rollator to not move properly on a 65650r rollator. The dealer states the rear wheels seem like they are warped, visibly can see them not rolling straight.